Manufacturer narrative:
The controller (B)(6) and two (2) batteries (B)(6) were returned for evaluation. A review of the controller¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The returned devices passed visual inspection and functional testing. The controller, (B)(6), in use during the event date, did not have the smr upgrade. Log file analysis revealed two (2) critical battery alarms. The first critical battery alarm was recorded on (B)(6) 2017 involving (B)(6). The second critical battery alarm was recorded on (B)(6) 2017 involving (B)(6). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. Additionally, alarm log files revealed one (1) power disconnect alarm involving (B)(6) on (B)(6) 2017 due to a communication error. Analysis of the event file did not reveal controller power up events. Additionally, there were no vad stop alarms logged during the analyzed period. As a result, the reported "pump stop" could not be confirmed. The reported critical battery and power disconnect alarms were confirmed. Based on the available information, the most likely root cause of the reported critical battery and power disconnect alarms can be attributed to communication errors between the controller and batteries. An internal investigation has been opened to investigate communication errors. Additional device(s) involved in event: d1. Heartware® ventricular assist system - battery d4. Serial - (B)(6). H6. Method code(s): 4112 d1. Heartware® ventricular assist system - battery d4. Serial - (B)(6). H6. Method code(s): 4112 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: (B)(4) available for eval: yes, 2017-08-18, evaluated by MFR: yes. (B)(4) - battery / catalog number 1650 / expiration date 02/28/2017 available for eval: yes, 2017-08-18, evaluated by MFR: yes. Conclusion: it was reported that the patient experienced dizziness due to a critical battery alarm and an alleged pump stop. Two batteries ((B)(4)) were returned for evaluation. One controller ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. A review of the controller¿s manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The controller, (B)(4), in use during the event date did not have the smr upgrade. Log file analysis revealed two critical battery alarms. The first critical battery alarm was recorded on (B)(6) 2017 involving (B)(4). The second critical battery alarm was recorded on (B)(6) 2017 involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. Additionally, alarm log files also revealed one power disconnect alarm involving (B)(4) on (B)(6) 2017, indicating a communication error. Analysis of the event file did not reveal controller power up events near the reported event, indicating that a loss of power did not occur. Additionally, there were no vad stopped alarms logged during the rep orted event. As a result, the reported "pump stop" could not be confirmed. Based on the available information, the most likely root cause of the reported critical battery and power disconnect alarms can be attributed to a communication errors between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: circulatory assist system - battery, bat314372 - battery / catalog number 1650 / expiration date 02/28/2017, di #:(B)(4) (B)(4). Circulatory assist system - battery, bat551290 - battery / catalog number 1650 / expiration date 02/28/2017, di #:(B)(4), (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced dizziness due to a critical battery alarm and pump stop. On (B)(6) 2017, the controller alarmed and then stopped while on fully charged batteries. The patient reported that the [?]red heart lit up' on their controller and [?]it was red all across.' The patient did not look closely at the alarms as they were concerned about getting to their bed to try to resolve the problem. They began to feel dizzy and had to lay down. Eventually the controller reset and worked properly again but the patient stated [?]it took a long time' and [?]changing the batteries did not help.' Log files indicated that there were two critical battery alarms logged on bat314372 and bat551290 on (B)(6) 2017. In addition, a power disconnect alarm was logged on (B)(6) 2017. Poor connections on the controller were suspected. Both the controller and batteries were exchanged. No further patient complications have been reported as a result of this event.